Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure of the spine it was observed that the hose of the motor device had an air leak. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the hose of the motor device had an air leak was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had low rotations per minute (rpm) (actual reading: 71,069 rpm at 90 psi; specification: minimum 75,000 rpm at 90 psi) and that the swivel seal was protruding from the device. It was further observed that the vanes were worn and the couple nut was corroded. It was determined that the device had low rpm due to the corroded couple nut and worn vanes. The assignable root cause of the worn vanes and corroded couple nut was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.